Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that occlusion alarms occurred. It was also reported the customer experienced difficulties charging the pump. There was no reported impact to the customers blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.